Event description:
It was reported the pump was replaced due to normal battery depletion and they were unable to aspirate. Per the reporter the pump was not primed on the back table and was already connected. The reporter wanted to verify what bolus need to be done and it was reviewed there could be no bolus programmed and there would be a gap in medication. The pump was used to deliver bupivacaine and dilaudid. Additional information later reported the pump was eol (end of life) there was no difficulty filling/aspirating the pump. The hcp could not aspirate the catheter to get any fluid back. The hpc proceeded prior to doing a back table prime. The hcp prescribed oral medications to compensate any lack of drug. The patient was indicated as doing ¿great.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).